Event description:
The customer reported an erroneous depressed carbon dioxide, concentrated (co2_c) patient sample result was obtained on an atellica ch 930 analyzer. The erroneous result was reported to the physician, who did not question the result. The same sample was reprocessed on an alternate atellica ch 930 analyzer. A higher result was obtained, considered correct, and reported to the physician. There is no known reports of patient intervention or adverse health consequences due to the erroneous depressed carbon dioxide, concentrated (co2_c) result.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center regarding an erroneous depressed carbon dioxide, concentrated (co2_c) patient sample result obtained on an atellica ch 930 analyzer. Siemens healthcare diagnostics is investigating the event.

Manufacturer narrative:
Additional information (15-oct-2024): service operations support (sos) team (formerly headquarter support center (hsc)) concluded the investigation of the event. Sos reviewed the instrument data and found the erroneous depressed result was from a particular reagent pack. Quality control (qc) was out of lab ranges. The customer used a new reagent pack and both qc and patient sample results were acceptable. Sos concluded the cause of the event is consistent with a damaged seal, that was not apparent and allowed exposure to carbon dioxide. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2432235-2024-00212 was filed on 01-oct-2024.